Event description:
This pt is only showing awarness to sound with their cochlear implant is structured listening tasks. Pt is not responding spontaneously. Using the appropriate diagnostic equipment, it wa determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery is being considered by the pt's health care team family.